Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The health care professional reported via the manufacturer representative that the patient was not getting adequate stimulation. The patient had a change in stimulation due to the leads being pulled down. An x-ray and reprogramming was done to troubleshoot the issue. The existing leads were revised by pushing up the leads; they were repositioned surgically and then tested and re-anchored. The issue was resolved at the time of this report. The indications for use were non-malignant pain and failed back syndrome other. If additional information is received a follow-up report will be sent.